Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported the unit turned off on its own after a procedure. They were unable to get the unit to turn back on. There was no pt involvement.